Manufacturer narrative:
Due to character limitation in e1 the event site telephone is (B)(6). Updated fields - b4, d9, e1(initial reporter and telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. No other information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Event description:
It was reported that the screen of cs100 intra-aortic balloon pump (iabp) flickered during the use of the device, but the device did not alarm. There was no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, 1. Full event site name - the second affiliated (B)(6). 2. Full event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. On 3-20 a getinge field service engineer (fse) checked the device, the screen cable was aged. It needs to be replaced. On 6-4 the screen cable (d012-00-1747) was replaced, and the device function was restored. All functional tests were carried out on the device according to the factory requirements, and the test results were qualified and delivered to the customer for use.